Event description:
On august 19, 2006 the lay user/reporter contacted lifescan on behalf of the lay user/reporter alleging that her one touch ultra meter was set to the wrong unit of measurement (uom). The senior medical affairs specialist mailed a letter since the reporter/patient could not be reached by telephone. The reporter indicated that while the patient was visiting another country, her grandchildren played with the reported meter and then the meter started prompting results in the mmol/l uom. A result of 8.6 mmol/l (converts to 155 mg/dl) was obtained on the reported meter on an unspecified date and time. Approximately one week prior to calling lfs, the patient developed unknown symptoms the patient associated with having a high blood glucose level. She was transported to the hospital, where she was administered insulin treatment. The results obtained by the physician at the hospital were unknown. The customer care advocate (cca) verified that the meter was previously set to the correct unit of measurement and the uom had recently changed through the meter settings. The cca replaced the meter, test strips, and control solution. This complaint is being reported due to the following conclusion: the reported meter was switched from mg/dl to mmol/l, the patient was obtaining results in the mmol/l uom, developed symptoms, was transported to the hospital, and received insulin treatment.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.